Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached possible early battery depletion. The left ventricular (lv) lead had high threshold with no capture at maximum output. The lv lead and the device were explanted and replaced. No patient complications have been reported as a result of this event.